Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an issue with the pump battery. Reportedly, a "battery surge" occurred while the pump was charging; however, no alarms were discovered in the pump history. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.